Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (10000 mcg/ml at 2828 mcg/day), clonidine (199.8 mcg/ml at 56.5 mcg/day), bupivacaine (5000 mcg/ml at 1414 mcg/day) and dilaudid (5 mg/ml at 1.414 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that during a pump replacement surgery due to normal elective replacement indicator that hcp was only able to get about 0.5 cc of fluid from the catheter. The hcp did not feel confident about the amount of fluid that was aspirated and chose not to a prime. The caller was assisted with calculating the estimated amount of time the patient would go without drug if the catheter was not cleared; it was calculated to be 1.5 days. The patient was given oral medication to help with any symptoms they might encounter. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the inability to only aspirate 0.5 cc from the catheter was not determined. It was reported that the issue was resolved. No further complications have been reported as a result of this event.